Event description:
It was reported that the patient's mean pressure and pulse pressure were higher than previous with a drift presentation. The sensor was monitored by thfs and it was recommended to recalibrate per the hcp discretion. Once the sensor stabilized a rhc was done and the pressures from the sensor matched the pressures from the rhc and no recalibration was needed.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system